Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via telephone call that the sensor readings were inaccurate and that she did not see the motor moving in the insulin pump. The blood glucose reading was 243 mg/dl. The customer did not want to troubleshoot for issues with the insulin pump and stated that she could hear the motor moving. The customer adjusted basal rates to account for the high blood glucose and reported that she had been under stress. The customer also reported having low blood glucose at night, as low as 49 mg/dl.